Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 24oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that while using the unit the "check vent: blower temperature high" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 21jan2019. The blower assembly was returned to philips for evaluation. Failure analysis showed that the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 15nov2018. Philip's international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.